Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. Two days after the onset, the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with unspecified antibiotics for the event. The pd catheter was removed, and the patient was transferred to hemodialysis 19 days after the event onset. At the time of this report, the patient remained hospitalized and has not recovered from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.